Event description:
The device was used during an unspecified procedure. Reportedly, the suture knots become loose. The surgeon applied another suture to complete the procedure. The hosp has reported no pt injury occurred.